Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment did not perform the shock in the procedure. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips that the equipment did not perform the shock in the procedure. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. The call went through with representative because the device is in the representative¿s jurisdiction. The representative was instructed to proceed with the service request for the device, but no response was received. The cause of the reported issue could not be ascertained. Based on the information available and results of additional analysis, no further action is necessary at this time. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer refused service.

Manufacturer narrative:
Correction: evalution results code grid and conclusion code grid h3 other text : the customer refused service.